Event description:
The customer reported that the unit continues to ask for the battery calibration. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.